Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated the surgeon used a aa4203tl toric optic silicone single piece lens. There was pt contact. No pt injury. Further info has been requested, but none has been forthcoming. A supplemental will be filed when further info is available.